Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure while positioning the left ventricular lead, the patient experienced acute cardiac tamponade due to coronary sinus perforation. The positioning difficulty was due to the patient's anatomy. The patient then went in to pulseless electrical activity/cardiac arrest. Successful resuscitation was performed and pericardiocentesis was then done. The left ventricular lead was not implanted and the patient was transferred to intensive care. No further patient complications have been reported as a result of this event.